Manufacturer narrative:
The reported lot number 201602528 does not a match to the light-trail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Mfg site name: (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 8, 2016 that a light-trail single use 270 laser fiber was used during a laser lithotripsy of renal calculus performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the scope was deflected 180 degrees to reach the stone situated in the lower pole of the kidney. When the scope was straightened, the laser fiber was advanced and the tip of the fiber detached before it reached the distal end of the scope. The detached tip was not retrieved due to presence of blood and bits of stone and the physician could not see it. There was no information to suggest the blood noted was a result of any complication with the laser fiber or required any intervention to be resolved. The patient was stented as a standard part of the laser lithotripsy procedure and the physician thought the detached tip would pass out through the stent. The procedure was completed with the same light-trail single use 270 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.